Event description:
Boston scientific received information that this health care professional (hcp) contacted boston scientific's technical services (ts) in late-(B)(6) 2013. The device was recently implanted in early-(B)(6) 2013 and triggered elective replacement indicator (eri) in early-(B)(6) 2013. The patient was seen in-clinic for a routine scheduled device follow-up. Upon interrogation, the device reported elective replacement time (ert) in early-(B)(6) 2013 associated with a charge time of 9.5 seconds. All lead diagnostics tests were within normal limits. The patient was last seen in-clinic in late-(B)(6) 2013 and the projected time to explant was 8 years. The hcp reported that an lv lead message was displayed, however, the out-of-range (oor) measurement could not be identified. Ts was informed that the battery detailed screen data reported a 2000% power consumption. Ts recommended that the device should be explanted and replaced. Ts suggested that a save-to-disk and memory upload could be performed to assist in determining the remaining longevity. Subsequently, boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident. The device is enroute to boston scientific for laboratory testing.

Event description:
According to the local representative there was no lv lead or lead-device connection issue at the time of the procedure.

Manufacturer narrative:
The device is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.